Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer reporting a blank screen on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed there was no display on the device. The rse advised the customer to replace the user interface assembly.